Event description:
The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. One needle did not present on needle deployment. Back down of the needle to their original position was not successful. It was noted on fluoroscopy that the needle which did not present had deflected outside the barrel. The pt was taken for surgical removal of the device. Surgery was successful and the pt did fine. The cardiologst suspected that either calcium in the artery or an excess of subcutaneous tissue related to poor preparation of the track deflected the needle from its intended course. The device was discarded by the hospital staff and was not available for evaluation. The lot number also was not available. However, the instructions for use clearly advise that the safety and effectiveness of the pvs device has not been studied in pts with fluoroscopically visible calcium in the common femoral artery.